Event description:
It was reported that the patient has a history of neurofibrosis type 2 and was implanted on the left side. As patient's hearing outcomes were suboptimal and frequent MRI evaluations are needed, it was decided to explant the device.

Manufacturer narrative:
This device hs been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.